Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu0295 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "when flushing PICC line to prepare for insertion, noted hole in extension tubing - fluid leaked from hole when flushing PICC catheter. Hole was in extension tubing connected to red port and was on the side with the wire for the 3cg and sherlock. Found before PICC was inserted into patient so no harm to patient. Obtained new PICC for insertion into patient".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in the extension tubing was confirmed. One 5 fr dl powerpicc catheter was returned for evalatuion. The 3cg stylet t-lock assembly was returned within the catheter. The catheter has not been trimmed. No apparent evidence of use was observed on the catheter tubing. Two kinks in the the t-lock extension leg were present. A split in the extension leg was present 2 cm from the t-lock hub. The split was microscopically inspected. Striations were observed on the break surface which was observed to be mostly flat. Additional superficial circumferential splitting was noted at the corners of the split. The damage was consistent with damage caused by a bladed instrument such as scissors. Since the split was found on the extension tubing and appeared to have occurred during handling of the device, the complaint is confirmed. H3 other text : evaluation findings are in section h.11

Event description:
It was reported "when flushing PICC line to prepare for insertion, noted hole in extension tubing - fluid leaked from hole when flushing PICC catheter. Hole was in extension tubing connected to red port and was on the side with the wire for the 3cg and sherlock. Found before PICC was inserted into patient so no harm to patient. Obtained new PICC for insertion into patient."